Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer was advised to continue using the pump.